Event description:
It was reported that, "dr. (B)(6) was putting a mantis screw in over a guide wire. After placement of the screw he tried to remove the guide wire. The guide wire would not move. He tried to slowly pull out the guide wire and then tap the guide wire with a mallet and clamp. He put a pair of pliers on the guide wire and pulled, the guide wire came out with the screw. He could not remove the guide wire from the screw even after the case."

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be available following an engineering eval.